Manufacturer narrative:
H11 - manufacturer narrative: residual myopia is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. Residual myopia was reported. The doctor is considering removal and replacement. To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.